Manufacturer narrative:
Additional information : device manufactured between october 05, 2018 to october 06, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing observed a weld leak in the lower right side of the bag and no leak from the bottom of the bag. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the bottom weld. The leak was discovered before use. There was no patient involvement. No additional information is available.